Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2008. There was a mesh erosion at the fornix in 2009. The following month, a mesh resection and vaginal suturing was performed. The event outcome is listed as resolved. The pt was also placed on estrogen therapy.

Manufacturer narrative:
Date sent to the FDA: 05/212009. Mesh exposure occurred. Mesh exposure occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.